Manufacturer narrative:
The customer returned the suspected contour next one meter. The contour next test strips were not returned for evaluation. An in-house testing was performed using the returned meter with in-house contour next test strips from lot # 8lpeg08b, which gave satisfactory performance. Initial reporter name and address has been updated with the country of origin for this event. The model # of the contour next test strips and device identifier # in device manufacture date and 510(k)# have been corrected.

Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customers weight was not provided.

Event description:
The customer reported high results with their contour next one blood glucose monitoring system. The customer reported receiving a result of 479 mg/dl and advised she was experiencing symptoms of hypoglycaemia such as shaking and feeling dizzy. A repeat test was performed a minute later and a result of 207 mg/dl was received. Another 2 tests were taken in the following 5 minute period and results of 195 mg/dl and 278 mg/d were received. The customer called an ambulance but they did not perform any treatment or any comparison tests. The customer has been requested to return the test strips and meter for investigation. Replacement strips and meter were sent to the customer.